Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart. A cold reset was performed. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Pump passed displacement test and unexpected restart error test. No unexpected restart error alarm noted. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.